Event description:
It was reported that stent fracture occurred. The target lesion was located in the non-tortuous and non-calcified vessel. An 18x60x75cm venous wallstent self-expanding stent was advanced and placed for re-intervention of the left iliac vein. However, when the implanted stent was dilated with a 18x6 xxl balloon catheter, the stent was fractured at the proximal end. A new stent was placed to reline with the first placed stent and the procedure was completed. There were no patient complications reported.